Event description:
Customer reported low ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the filament driver board. System operates as intended.